Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation. In addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the suction cylinder had no color, the knobs had play, the plastic distal end cover was deformed, the adhesive on the bending section cover rubber was detached, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer returned the colonovideoscope for an unspecified reason. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material in the air/water cylinder and the air/water tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.